Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what date did the reaction occur on (dd/mm/yyyy)? Noted in clinic (B)(6) 2023 (procedure (B)(6) 2023) but had been noticed by patient at 2-3 week mark after surgery. What does the reaction look like and how large of an area does the reaction cover? Erythematous rash ¿ spots about 2-3mm. Do you have any pictures of the reaction? No. Was the hydrocortisone cream prescribed by a physician? Yes. Other than the hydrocortisone cream, was there any medical or surgical intervention performed (re-operation; re-closure; other prescription medication)? If so, please specify. No. If other medication was required, please clarify if it was prescription strength. N/a. Can you identify the product code and lot number of the product that was used? No. What is the most current patient status? Rash settled completely with hydrocortisone cream. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon's name?

Event description:
It was reported that a patient underwent a total hip replacement on (B)(6) 2024 and suture was used. Post-op, it was believed that the patient may have had an allergy to triclosan. It looked like spots around the wound and surrounding area. The patient had an erythematous rash with spots about 2-3mm. The reaction was noted in the clinic on (B)(6) 2024, however, it was noticed by the patient at the 2-3 week mark after surgery. The patient was prescribed hydrocortisone cream and the rash settled completely. Additional information was requested.